Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg has migrated and the pt has persistent pain at the ipg site. Surgical intervention is planned to address the issue.